Event description:
Covid-19; went for covid rapid testing at (B)(6). Results were reported as positive within 2 minutes by pa-c. Went for pcr testing through (B)(6) hospital and results were reported as negative; results received today. The rapid testing at (B)(6) I believe had improper handling and cross contamination if the specimen was actually tested. From most information I received, even though it is supposed to be rapid, coming back within 2 minutes seems that errors could have been made (if the test was even tested). Following the test there was no follow up regarding my positive test. No questions regarding contacts, tracing, etc. This could very well be a improper handling and reporting of the test which in turn leads to improper reporting. FDA safety report ID# (B)(4).